Event description:
During a laparoscopic cholecystectomy procedure, the camera picture intermittently functioned. At one point the camera stopped working completely and went blank. The surgeon was unable to complete the procedure and the procedure was changed to an open cholecystectomy. It is reported that there was a 45 minute delay as a result. The pt remained in the hospital a few extra days. It is reported that the pt was fine.